Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd determined that the root cause of the indicated failure mode was attributed to a piece of broken plastic tube being introduced during transportation of the tube components during manufacturing. Awareness of this complaint has been created within the business team.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. "In one of the pictures provided, it's possible to see a piece of plastic that was removed/pulled from inside the tube."